Manufacturer narrative:
(B)(6). The battery was not evaluated. Battery was disposed of. Therefore, the cause for the battery failure is undetermined.

Event description:
The manufacturer's international warehouse representative reported a v60 vent battery was being tested upon receiving, and battery failure occurred. There was no patient involvement.